Event description:
It was reported that noise on the atrial channel was noted prior to device changeout. The atrial channel was turned off in the new device. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.